Event description:
Related MFR report: 3006705815-2020-02630. It was reported one of the patient's scs leads migrated after the patient experienced a fall. Surgical intervention would be necessary to address the issue.

Event description:
Related MFR report: 3006705815-2020-02630.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.